Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon stated during surgery that the inserter does not insert stem as far as it should with the #4 eon stem and cannot control version with the #4 eon stem only. Surgeon used his hands to control version instead. Left primary hip surgery.